Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the rod was disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Manufacturing and inspection records of the subject lot were reviewed and no relevant discrepancies were found, indicating that the implant was within specification.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the patient post-operatively showed to have a break in the deformity rod. The patient was revised on (B)(6) 2016.

Manufacturer narrative:
The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m, inc. Will file a supplemental report indicating the findings.

Event description:
On 08.11.2017 it was reported to k2m, inc. That the patient post-operatively showed to have a break in the deformity rod. The patient was revised for rod replacement.